Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) with salping-oopherectomy procedure and contained morcellation, the device worked through the majority of the case. The cord was contaminated, so they had to get a new harmonic cord. After this second assembly they were unable to rotate the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The device with (B)(4) was returned with the hand activations contacts bent. In addition, the tissue pad was detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication, activation issues, incomplete pre-run test or alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.